Manufacturer narrative:
Updated analysis summary performed by (B)(4) on (B)(6) 2022.updated analysis summary by (B)(4) on (B)(6) 2022.retainer ring = black.patient hospitalization for high blood glucose and diabetic ketoacidosis reported on (B)(6) 2021. Pump was returned with an allegation of no delivery/occlusion alarm (insulin flow blocked alarm) during therapy, not getting an insulin and a possible under delivery anomaly. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The insulin flow blocked/no delivery alarm functioning properly. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history there is no unexpected alarms/suspends and on (B)(6) 2021, daily total of bolus insulin delivered = 0u. Also, in the device history found no insulin flow blocked alarm on event date of (B)(6) 2021. However, on (B)(6) 2021, found one insulin flow blocked alarm in the pump history at 18:12:14 during a bolus delivery. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Device tested ok with no device problems found related to no delivery/occlusion alarm. Pump was returned with an allegation not confirmed for no delivery/occlusion alarm (insulin flow blocked alarm) during therapy, not getting an insulin and a possible under delivery anomaly.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act..0.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The insulin flow blocked/no delivery alarm functioning properly. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (23.4 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 600 mg/dl and was treated with intravenous insulin drip. Customer¿s current blood glucose level was 357 mg/dl. Customer experienced symptoms such as sickness and diabetic keto acidosis. The customer treated high blood glucose with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. Customer alleged insulin pump was under delivering because he was not getting an insulin. Customer performed self test and it was passed. Customer performed high pressure test and it failed. Troubleshooting was performed. The insulin pump will be returned for analysis.